Event description:
It was reported that there was chronic high right atrial (ra) lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient complained of dizziness. There was noise and oversensing. The oversensing could be recreated by having the patient do isometric movements. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.